Event description:
On (B)(6) 2012, 3m espe was informed about a fractured implant which required surgical intervention to remove. The head of the implant fractured during placement in dense bone in (B)(6) 2012. The dentist used a dental bur to remove bone around the fractured implant and then removed the implant with a hemostat.